Manufacturer narrative:
(B)(4), the manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. The customer returned a bone access needle set, bone access ejector rod, bone lesion biopsy needle, and a bone lesion biopsy ejector rod from a 9464-vc-006, oncontrol coaxial biopsy tray 11/13 ga. At visual inspection the reported defect was confirmed. Approximately 1 inch of the bone lesion biopsy needle was broken off the body and not returned. Under magnification the break appears to have twisted off. The length of the returned bone biopsy needle measured 4.875" (ruler: 10171599), indicating at least 0.915" of the needle were missing per needle spec which is not within specifications of 5.79-5.81" per 7127 rev. 01. The outer diameter (od) of the biopsy needle at the hub measured 0.09525" (micrometer: (B)(4)), which is within specifications of 0.094-0.096" per graphic 1357 rev. F. The od at the distal end measured 0.09960" (micrometer: (B)(4)), which is not within specification due to the damage. The 0.075" pin did not drop through the needle like it should as stated in graphic 1357 rev. F. The 0.075" pin encountered resistance at hub. The largest pin gauge that would drop through the hub was 0.073" (pin gauges: (B)(4)). The inner diameter of the distal end could not accurately be measured due to the damage. The bone lesion biopsy ejector rod could not pass through the bone lesion biopsy needle due to the needle damage. The sample was sent to viant san antonio for further investigation. Certificate of compliance (part of DHR) certifies that the aforementioned lot meets the viant san antonio quality system requirements and specifications. This product has been manufactured and controlled by viant san antonio in accordance with the FDA qsr and iso iso13485:2016. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in 02/2021 and is less than a year old. The complaint has been confirmed. The root cause of this investigation cannot be determined at this time. No corrective/preventative actions will be assigned. The sample was sent to viant san antonio for further investigation. The complaint has been confirmed. Close up photos reveal the deformed metal end of the bone lesion biopsy needle. The root cause cannot be determined at this time. The sample was sent to viant san antonio for further investigation.

Event description:
One control bone lesion biopsy needle 13g x 10cm broke off, 2.5cm of the distal tip, in a patient. It was totally encased by bone, so there was not a good mode of retrieval at that time. It was decided to leave it in the patient.

Event description:
Oncontrol bone lesion biopsy needle 13g x 10cm broke off, 2.5cm of the distal tip, in a patient. It was totally encased by bone, so there was not a good mode of retrieval at that time. It was decided to leave it in the patient.

Manufacturer narrative:
Qn# (B)(4). The customer returned a bone access needle set, bone access ejector rod, bone lesion biopsy needle, and a bone lesion biopsy ejector rod from a 9464-vc-006, oncontrol coaxial biopsy tray 11/13 ga. At visual inspection the reported defect was confirmed. Approximately 1 inch of the bone lesion biopsy needle was broken off the body and not returned. Under magnification the break appears to have twisted off. The length of the returned bone biopsy needle measured 4.875" (ruler: 10171599), indicating at least 0.915" of the needle was missing per needle spec which is not within specifications of 5.79-5.81" per 7127 rev. 01. The outer diameter (od) of the biopsy needle at the hub measured 0.09525" (micrometer: ref-002750), which is within specifications of 0.094-0.096" per graphic 1357 rev. F. The od at the distal end measured 0.09960" (micrometer: ref-002750), which is not within specification due to the damage. The 0.075" pin did not drop through the needle like it should as stated in graphic 1357 rev. F. The 0.075" pin encountered resistance at hub. The largest pin gauge that would drop through the hub was 0.073" (pin gauges: ref-02757). The inner diameter of the distal end could not accurately be measured due to the damage. The bone lesion biopsy ejector rod could not pass through the bone lesion biopsy needle due to the needle damage. The sample was sent to viant san antonio for further investigation. The manufacturing device history file was reviewed. No recorded results of manufacturing issues or anomalies were reported. The attached certificate of compliance (part of DHR) certifies that the aforementioned lot meets the viant san antonio quality system requirements and specifications. This product has been manufactured and controlled by viant san antonio in accordance with the FDA qsr and iso iso13485:2016.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Oncontrol bone lesion biopsy needle 13g x 10cm broke off, 2.5cm of the distal tip, in a patient. It was totally encased by bone, so there was not a good mode of retrieval at that time. It was decided to leave it in the patient.